Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted to the hospital with reports of one or more intermittent pump stoppages. The pump stoppages were verified through waveforms. The pt was placed on pneumatic support, and the lvad was exchanged with another lvad. Additional info received noted that pt has been discharged home.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.